Event description:
Facility reported that resident was placed in a sling, on a viking m pt lift and as caregiver began the transfer, resident fell backwards out of the sling. Lift was removed from service. Resident received stitches to the head.

Manufacturer narrative:
On july 13, 2006 a liko rep visited facility, and was allowed to view and inspect the equipment. The lift was found to be in good working condition and was returned to service same day. It was found that the caregiver had not been trained in the use of liko euipment and that a non liko approved sling was used in the transfer. The viking pt lift is not designed, tested or approved for use with non liko slings, and we strongly discourage their use on our lifts.